Event description:
When the i.c. Medical, inc. Megadyne ultra vac cautery pencil activation button was depressed, the button stuck and continued to deliver a current even after the surgeon released his finger.